Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Device connected with known good programmer with no errors. The pins on the patient input connector appear to be damaged.

Event description:
It was reported that a message stating "couldn't connect with programmer" appeared with the analyzer in a case with a patient. The analyzer was removed and replaced, but the message was still intermittent, so the programmer and analyzer were switched, and it worked normal. Three programmers and analyzers were used in an attempt to troubleshoot, and the original analyzer was determined to be the cause. The analyzer was returned. No patient complications were reported as a result of this event. Because the analyzer would not start up, it was never actually hooked up to the patient.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.